Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference # (B)(4).

Event description:
It was reported that a male patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that while removing the ablation catheter from the sheath, there was leakage from the hemostatic valve. The physician was concerned, however, being that this occurred towards the end of the procedure, the procedure was completed. Upon completion, they pulled the product and held pressure. There were no broken parts observed or any detachments. The hemostatic valve at the hub of the sheath was leaking back blood, but the blood return/loss was considered minor. No air entered the patient¿s body and no percutaneous or surgical removal was required. The physician¿s opinion on the cause of the event is product malfunction. The patient has fully recovered and the there was no patient consequence. Extended hospitalization was not required. On february 18, 2020, the biosense webster, inc. Product analysis lab received the device for evaluation, and upon initial visual inspection it was reported that the device revealed no physical damage.

Manufacturer narrative:
Investigation summary it was reported that a male patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that while removing the ablation catheter from the sheath, there was leakage from the hemostatic valve. The physician was concerned, however, being that this occurred towards the end of the procedure, the procedure was completed. Upon completion, they pulled the product and held pressure. There were no broken parts observed or any detachments. The hemostatic valve at the hub of the sheath was leaking back blood, but the blood return/loss was considered minor. No air entered the patient¿s body and no percutaneous or surgical removal was required. The physician¿s opinion on the cause of the event is product malfunction. The patient has fully recovered and the there was no patient consequence. The device was inspected, and it was found in good normal condition, no anomalies were noted during the inspection. An irrigation test was performed, and it was found within specifications. The catheter was irrigating correctly, no irrigation issues were observed. A manufacturing record evaluation was performed for the finished device 00001226 number, and no internal actions related to the complaint was found during the review. Customer complaint was not confirmed. Manufacturer's reference # (B)(4).